Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that exhibited lead noise seen in high ventricular rate episodes. Upon isometric test lead noise was observed during deep breathing test. Lead damage was suspected but not confirmed. It was also noted that isometrics and deep-breathing test from (B)(6) 2918 did not reproduce noise. All other lead parameters were stable. Patient will continue to be monitored. There were no patient consequences.

Event description:
New information notes that programming changes were made to address the issue